Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead dislodged and had no capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.